Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08206. It was reported that st elevation and chest pain occurred. The patient presented with a septal collateral which was already pinched at the ostium prior to the intervention. The patient underwent percutaneous coronary intervention (pci) to left anterior descending (lad) artery. The target lesions were located in the ostium of the septal branch, proximal and distal lad artery. A 2.25x24 synergy¿ stent was implanted in the distal lad. A 2.75x16 synergy¿ stent was advanced to the proximal lad attempting to cross via a side branch into the pinched septal collateral but was unable to cross the lesion. The stent was deployed in the lad laying across the septal collateral but the septal branch was then completely lost. Subsequently, the patient experienced chest pain and st segment elevation. The physician attempted to access the septal branch with no further success. Four emerge¿ balloon catheters (2.00mmx20mm, 2.00mmx15mm, 2.75mmx12mm, and 2.00mmx12mm) and two nc quantum apex¿ balloon catheters (12mmx3.25mm and an unspecified size) were also used in the procedure. The patient was treated with pain reliever and was under coronary care observation.